Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-jan-2026 against "lot number 5198367 and similar malfunction code: product used off-label or against the contraindications or not according to the instructions for use (IFU). Only use if no actual product malfunction has been reported, misuse. Malfunction code not on list. The review confirmed that lot 5198367 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-jan-206 against "lot number" criteria equal 5198367 and product used off-label or against the contraindications or not according to the IFU. Only use if no actual product malfunction has been reported, misuse. Malfunction code not on list. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 5198367 manufactured in the quickset assembly line on 30-aug-2017 with a total of 28,500 units. This lot showed no non-conformities or extended issues. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5198367 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to diabetic ketoacidosis (dka) event on (B)(6) 2025. Blood glucose level was 418 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV). The duration of hospitalization was less than 24 hours. Patient has experienced the symptoms of tiredness/weakness. Patient used the expired product at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.